Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. Bloodlines and a saline bag were attached to the returned dialyzer. The fibers were wet with evidence of blood exposure. Blood was also noted on the outside of the dialyzer and within the threaded section of the header caps. During visual examination of the sample, the header cap was found to be damaged on the cavity ID end. The damage was in the form of a crack across the threaded area of the header cap. The crack extended from approximately 210° to 310°, with the dialysate ports positioned at 0°. No other damage or irregularities were noted on the returned sample. The dialyzer was not subjected to a laboratory leak test since this failure is known to impact the integrity of the dialyzer. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The complaint is confirmed due to a cracked header; however, it is unknown when the damage may have occurred. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility registered nurse (rn) reported that an external dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional details were obtained through follow-up with the facility¿s clinical manager (cm). The blood leak was noticed approximately five minutes into the patient¿s treatment. The machine, a fresenius 2008t machine, did not alarm. The blood leak appeared to be coming from the seal, where the header cap screws onto the body of the dialyzer. There were no obvious cracks noted at the leak location, at least none visible to the naked eye. Fresenius bloodlines were also being used. After the leak was noticed, the treatment was stopped. The patient¿s blood was not returned; estimated blood loss (ebl) was less than 350 ml. The cm confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was confirmed to be available to be returned for manufacturer evaluation.

Event description:
A user facility registered nurse (rn) reported that an external dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional details were obtained through follow-up with the facility¿s clinical manager (cm). The blood leak was noticed approximately five minutes into the patient¿s treatment. The machine, a fresenius 2008t machine, did not alarm. The blood leak appeared to be coming from the seal, where the header cap screws onto the body of the dialyzer. There were no obvious cracks noted at the leak location, at least none visible to the naked eye. Fresenius bloodlines were also being used. After the leak was noticed, the treatment was stopped. The patient¿s blood was not returned; estimated blood loss (ebl) was less than 350 ml. The cm confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was confirmed to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.